Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was note that stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.